Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device had low power was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had noise, illegible etch, cord damage, loose and vibration. It was further determined that the device failed pretest for visual assessment, loctite and noise. It was noted in the service order that the device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.